Event description:
It was reported that predilatation was performed on the heavily tortuous lesion in the proximal right coronary artery. Resistance was encountered during advancement and the stent delivery system (sds) did not cross. Resistance was also felt during removal of the sds from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.